Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the atb35 instrument would not open after introduction of the second reload. There was no consequence to the pt. The reload is not available for analysis. 3/25/99 further info was received from affiliate: the instrument stapled, cut and opened correctly in the pt's cavity. The surgeon had no problem removing the instrument from the cavity, but when attempting to reload, the instrument would not open.